Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was initially reported there was leaking at the distal end of the scope. It was additionally reported that a patient developed an infection after a cystoscopy. When following up with the customer, more specific information could not be obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated information: d8, d9, h2, and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: biopsy port scratched. Customer hmi results and detailed cleaning, disinfection, and sterilization (cds) information were not provided. A definitive root cause could not be determined. Based on the results of the investigation, the most probable cause of the complaint is cause traced to user; however, after hygiene microbiological investigation (hmi) test results olympus was not able to confirm the customer request. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. The additional failures most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.